Event description:
It was reported that guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. A 18, 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, the wire became stuck in the catheter. The device had to be removed completely but the operator had lost access. Another two of the same device and the same size were used but both wires failed. The procedure was completed with a non-bsc guide wires. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned device only showed the distal tip kinked. No more damages were found in the device. The outer diameter of the distal tip, middle and proximal sections of the device are within specifications.

Event description:
It was reported that guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. A 18, 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, the wire became stuck in the catheter. The device had to be removed completely but the opeartor had lost access. Another two of the same device and the same size were used but both wires failed. The procedure was completed with a non-bsc guide wires. No patient complications were reported and the patient's status was fine.